Event description:
A malfunction was reported on the pump, with no notable events occurring beforehand. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided information on how to reset the pump, successfully assisted the caller in resetting it, and confirmed that the malfunction code did not recur. The customer was instructed to continue using the pump and to contact technical support if the issue reappeared.